Event description:
An impella cp was inserted via the right femoral artery in a 73-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage e. The patient underwent lad and rca stent placement with shockwave coronary intravascular lithotripsy and required inotropes, vasopressors, and ventilator support. After the coronary intervention, the patient developed ventricular tachycardia and ventricular fibrillation progressing to pulseless electrical activity, requiring cardiopulmonary resuscitation. Return of spontaneous circulation was obtained. Following resuscitation, the patient had tachycardia prompting impella repositioning. A right femoral artery hematoma at the impella access site was also reported, along with a decrease in hemoglobin compared with the pre-impella value. The patient received a blood transfusion. The patient experienced tachycardia, device repositioning, cardiac arrest requiring CPR with return of spontaneous circulation, anemia requiring blood transfusion, and a right femoral artery hematoma. After a comprehensive review of the available information, the reported events are consistent with known risks associated with cardiogenic shock, cardiac arrest with resuscitation, anticoagulation, and large-bore femoral arterial access. The patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62-year-old male with a medical history significant for cardiomyopathy underwent surgical implantation of an impella 5.5 device via the left axillary artery for temporary mechanical circulatory support. The indication for use was heart failure complicated by cardiogenic shock. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. On day 17 of impella support, a member of the care team contacted clinical support indicating that echocardiography demonstrated the impella pump to be positioned at an appropriate depth, with the device noted to be slightly oriented toward the interventricular septum. The patient was reported to be experiencing intermittent complete heart block. At the time of reporting, the patient was hemodynamically stable on impella support at p-7, and no immediate repositioning was performed. The right ventricle was reported to be under close monitoring. Additional information was received and noted the impella pump was repositioned, after which it was reported, there was no further episodes of heart block. The patient remained on impella support and was listed for transplant in stable condition. Further additional information was received and noted the patient expired following withdraw of care. The patient remained on impella 5.5 support totaling 50 days of mechanical circulatory support. During the course of support, the reported intermittent complete heart block resolved following device repositioning, and no additional similar events were reported. The patient remained on impella support and was listed for heart transplantation in stable condition. The patient expired following a decision to withdraw care. The impella device used will be updated to death type of reportable event. Based on the available information, the patient¿s death occurred in the context of advanced underlying cardiac disease and critical illness. The patient¿s underlying condition contributed most to the demise outcome.

Manufacturer narrative:
The exact date of death is unknown but is captured as the impella date of explant (updated to section d6b). If actual information becomes known, it will be represented accordingly. After receipt and review of the additional information, it was determined the impella device is a death type of reportable event. Correspondingly, sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes and medical device problem coding) have been corrected, fully repopulated and should be regarded as the coding that reflects the reported event. Investigation summary. The device was not received, and a physical evaluation or analysis could not be performed. A review of the device history record confirmed that the device passed all post-sterilization inspection checks. With respect to the reported heart block and device in wrong position/positioning issue, the root cause could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation. Correction. Section b5 inadvertently captured a different event and has been corrected. Coding captured under the initial report was appropriate for the actual reported event; however, the event description was incorrect.